Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. The reported low flow event could not be confirmed since log files were not available for analysis. Information provided by the site indicated that eight (8) low flow alarms that were due to dehydration. An echocardiogram showed speed at 2700, septum rightward, mild aortic insufficiency, and left ventricular end diastolic diameter (lvedd) of 6.6. The patient was hydrated, and lasix was held. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, aortic insufficiency is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for ventricular assist device (vad) low flows. Review of logfiles showed eight (8) low flow alarms that were due to dehydration. The low flows resolved and didn't occur in the hospital. An echocardiogram showed speed at 2700, septum rightward, mild aortic insufficiency, and left ventricular end diastolic diameter (lvedd) of 6.6. The patient was hydrated, and lasix was held. The patient was discharged home. The vad remains in use. No further patient complications have been reported as a result of this event.